Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that they experienced high blood glucose over 500 mg/dl. The customer also reported that the insulin pump did not give an alarm when the reservoir was empty. The insulin pump will not be returned for analysis.